Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motion sensor test failure. Customer's blood glucose at time of incident was 250 mg/dl. Customer performed displacement test and it alarm motion sensor test failure. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.

Manufacturer narrative:
The insulin pump was received with constant a35 alarm during rewind due to corroded mother board and corroded motor assembly noted during our visual inspection also, unable to complete functional test due to a35 alarm. The insulin pump had cracked case on the display window corners, minor scratched lcd window, cracked lcd window and cracked reservoir tube lip.